Manufacturer narrative:
Device evaluation: one smiths medical level 1 normoflo irrigation fast flow system was returned for analysis in a good condition with no physical damage. Visual inspection found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. During analysis, the reported event was able to be duplicated. It was noted that multiple damaged internal components were the cause of the reported issue. Service replaced the main printed circuit board (pcb) to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.

Event description:
Information was received that a smiths medical level 1 normoflo irrigation fast flow system goes into overtemp. No patient involvement.